Event description:
A customer in (B)(6) notified biomérieux of a misidentification result associated with the vitek® 2 anaerobic and corynebacterium (anc) identification card (reference 21347) involving an external quality control sample, neqas distribution 4038 sample 3598. The customer obtained a result of clostridium clostriforme however, the expected result was clostridium noyvii. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the UK notified biomérieux of a misidentification associated with the vitek® 2 anaerobic and corynebacterium (anc) identification card (reference 21347) involving an external quality control sample, neqas distribution 4038 sample 3598. An investigation was performed. The intended identification to clostridium novyi was confirmed on vitek® ms v3 (knowledge base v3.0). The original strain from neqas was tested on vitek® 2 (v7.01) anc cards, which included four (4) cards of the customer lot (cl : 2440082403) and four (4) cards from a random lot (rl : 244390210) the test results were: unidentified organism obtained on cl (4 tests) and on rl (3 tests) slashline clostridium group included clostridium novyi, clostridium limosum and clostridium innocuum on rl (1 test). The customer misidentification to clostridium clostridioforme was not reproduced. The species c.novyi belongs to the slashline clostridium group including clostridium novyi, clostridium innocuum and clostridium limosum. After comparison of biochemical profiles between expected results and the profile obtained by the customer (identification to clostridium novyi), five (5) false positive results (including 2 discrepant results between c.novyi and clostridioforme : bgali and agali) were observed on the customer's vitek® 2 lab report. An increase in atypical positive reactions can indicate an issue with the set up procedure, an atypical strain, mixed culture , or contamination.